Manufacturer narrative:
The device was manufactured between february 24, 2017 and february 28, 2017. The device was received for evaluation. During visual inspection, fluid was observed inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. Functional testing was performed, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was monitored for 24 hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. The device was filled with 3150 mg diluted in 115 ml of 0.9% sodium chloride. The leak was observed at the port (cap). There was no patient involvement. No additional information is available.